Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an unable to exit training mode due to bad battery alarm on the insulin pump. Similar alarms were found in the alarm history. Customer's blood glucose level was normal and did not require medical treatment. Insulin pump will need to be replaced. No additional information provided.